Manufacturer narrative:
The initial MDR 2432235-2017-00338 was filed on june 2nd, 2017. Additional information (05/10/2017): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse found that filled cuvettes were still in the incubation ring not lifted into the luminometer. There was liquid and black material in the cuvettes. There was also liquid and black buildup in the cuvette waste bin. The cse disassembled the luminometer and found similar material. The cse cleaned the incubation ring and cuvette presence sensor, luminometer, and a waste tubing clog was cleared and cleaned. The cse initialized the system and performed dark counts with all readings in range. The system was returned to operation. A siemens headquarter support center (hsc) specialist concluded that if waste is not properly removed from the test cuvette or if waste is backed up into the system, it is likely that this backed up waste will remain in the test cuvette and cause a discordant result. While the cause of the blockage cannot be determined, the blockage is the cause for the discordant results. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A customer called a siemens customer care center (ccc) specialist. The customer stated the instrument showed error messages, which included a luminometer error, a system sampling error and a cuvette loader error. Inspection of the instrument found the waste tubing of the lumninometer was clogged. The customer cleaned the cuvette sensor, cleaned the luminometer housing and performed preventative maintenance. The customer cleared the clog in the waste tubing and performed dark counts. Siemens is investigating the event.

Event description:
Discordant, falsely elevated troponin and creatine kinase mb results were obtained on 4 patient samples on an advia centaur xp instrument. The initial results were reported out to the physician(s). The physician(s) performed a coronary arteriography. The customer repeated the same samples on an alternate adiva centaur xp instrument, resulting lower. The customer issued corrected reports to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated troponin and creatine kinase mb results.